Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of material invagination is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: material invagination and malposition of device.

Event description:
Regulatory agency reported "periprosthetic shell stage 1" and "folds, waves, rotation". This record is for the left side. Device was explanted and it is unknown if it will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Regulatory agency reported "periprosthetic shell stage 1" and "folds, waves, rotation". This record is for the left side. Device was explanted.